Event description:
The patient had a lack of range of motion in the knee and the cause is unknown. At about 1 year and 11 months post primary the surgeon performed a synovectomy and revised the poly and hinge post. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 february 2025: lot 2200974: (B)(4) items manufactured and released on 07-jun-2022. Expiration date: 2027-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 10 february 2025 on gmk-hinge 02.09.he12 gmk-hinge hinge post extension 12 mm -tinbn coated (k210010) lot. 2214929. Lot 2214929: (B)(4) items manufactured and released on 20-jul-2022. Expiration date: 2027-08-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.